Event description:
The reporter contacted animas on (B)(6) 2013 stating that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, all the keypad buttons were intermittently unresponsive and difficult to press. The keypad cover was removed and contamination was found under all the key contacts. Unrelated to the complaint, the display was dim and discolored. The battery compartment was cracked.